Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, it was observed that the tip from the cdc had detached. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.